Event description:
It was reported to boston scientific corp that an endostat iii electrosurgical unit was to be used during a procedure performed on (B)(6) 2009. According to the complainant, during a pre-procedure test, the console failed to output power to the gold probe in bi-polar mode. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).